Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced failure code 869:13, which interrupted delivery during downstream occlusion testing. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Evalution summary:the condition of a collegue infusion pump with failure code 869:13 was discovered and confirmed by a baxter service technician. This failure code was a recoverable failure and only occurred once. Therefore, no assignable cause could be provided for this condition and no repair was necessary.should any additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.